Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient underwent a permanent implant procedure on (B)(6) 2016. However, the physician was unable to place the lead due to scar tissue. The procedure was abandoned. The patient was referred to a neurosurgeon.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
This issue was also reported under reference MFR report: 3006705815-2016-00352.